Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 128, 145, 218, 145, and 319 mg/dl. Tests were done within 10 minutes with a difference of 43%. Pt did not experience any adverse events. No further info has been reported.